Event description:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that four tibial impactor tips broke where the impactor tip connects to the handle. The broken piece was lodged in the impactor handle.

Manufacturer narrative:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that four tibial impactor tips broke where the impactor tip connects to the handle. The broken piece was lodged in the impactor handle. Review of inspection records for the affected lots indicates that the impactor tips were manufactured to specification.